Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report clip movement and clip entanglement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There were minor visualization difficulties due to the patient anatomy. The first clip was implanted, reducing mr to 2. The second clip delivery system (cds 80917u124) was advanced to the mitral valve to further reduce mr. During positioning, the clip became entangled in the chordae. It was believed that the clip had been freed from chordae, and was deployed on the leaflets. After deployment, it was noted that the clip had been deployed on chordae and the leaflets, which caused the clip to tilt after deployment, and the mr returned to 4. A third cds (81214u132) was advanced to the left ventricle, but the clip rotated. While using the m-knob, large movements were observed due to too much stored torque in the device. The clip became entangled in the chords and could not be freed. Trouble shooting was performed, but unsuccessful. Grasping was difficult due to the entanglement. After several grasping attempts, the leaflets were grasped and the clip was deployed on chordae and the leaflets; however, damage was noted to the anterior leaflet and mr remained at 4. It could not be determined if the second or third clip caused the leaflet damage. The patient was stable and sent for mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The reported patient effects of mitral regurgitation (mr) and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.